Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder there was failure of product to contain blood/medication. The following information was provided by the initial reporter: translated to english. The customer stated: "the hub was full of blood. There was no blood leakage and blood collection was completed with no problem; however, the complaint product seems to be different from the usual one. This may be a defective product."

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder there was failure of product to contain blood/medication. The following information was provided by the initial reporter: translated to english. The customer stated: "the hub was full of blood. There was no blood leakage and blood collection was completed with no problem; however, the complaint product seems to be different from the usual one. This may be a defective product."

Manufacturer narrative:
H.6. Investigation: bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for blood filled hub with the incident lot was observed. Additionally, 5 retention samples from bd inventory were evaluated by draw testing with water and no defects were observed. None of the hubs filled with water. Bd determined that the hub filling with blood is due to not having full access to the patient's vein prior to drawing a tube. It¿s important that the users utilize the flash chamber of the device to ¿signal¿ to them that they have accessed the vein. If a tube is placed on the device before vein access (and therefor the device has not flashed), the vacuum pressure from the tube creates a high vacuum pressure in the v2 air chamber (that surrounds the porous plug). Once the vein is accessed, the high vacuum pressure in the v2 air chamber pulls a large amount of blood into the front hub during tube draw. The porous plug also becomes saturated with blood and potentially limits the draw capacity of the needle. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.